Manufacturer narrative:
The device will not be returned for evaluation. The device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the mildly calcified distal left circumflex artery that was 75% stenosed. The 1.5-15mm trek balloon dilatation catheter (bdc) was advanced to the lesion for pre-dilatation but ruptured at 8 atm during the first inflation. The bdc was removed without issue. There was no adverse patient effect or clinically significant delay. Multiple balloons were used and a stent was implanted to complete the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.